Event description:
It was reported by the affiliate that during a cholecystectomy procedure, the tip of the inner cylinder had been bent. It was found before open the package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.